Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient uses tandem tslim but the report says he was unable / unwilling to answer if it was in modified closed loop. He began to feel quite weak and when he took a finger stick meter, it was 36 mg/dl, whereas the cgm on the pump was 155 mg/dl. The patient took orange juice and dessert and felt good afterward. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.